Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to leakage. Cuff was explanted and replaced.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to leakage. Cuff was explanted and replaced.